Event description:
The pump started beeping; the patient's refill wasn't due until (B)(6). The patient experienced withdrawal and was seen in the ER. A pump motor stall was confirmed and it did not recover. All "logical" causes for the motor stall were ruled out. The pump was explanted. There was reported to be no patient injury. The patient recovered without sequela. The pump delivered morphine.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.